Manufacturer narrative:
One device received for investigation. Visual inspection found damage downstream occlusion seal. Functional test was performed and found a defective downstream occlusion sensor. Both downstream occlusion seal and sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that it "did not finish on schedule, not set for re-approach.". The pump did not release medicine because it blocked. There was no alarm. There was no need of medical intervention. There was only a minor setback in the drug administration. There was unknown patient involvement.